Event description:
It was reported that the device had scrambled crt and it would not charge to 200 joules. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and price of a replacement power conversion pcb. The customer later confirmed that after replacing the main pcb, the device passed all tests and it has been returned to service. The device has not been evaluated by physio-control. The root cause of the reported failure cannot be determined.